Event description:
It was reported the patient had 2 seizures since the device was implanted. Both seizures occurred while the patient was recharging. Impedances were checked and all results were normal. The patient met with a medtronic representative and charged the device during the appointment. There were no changes in the patient's behavior or function while recharging. The reporter stated the seizures were not related to the device, and the patient was going to see if the issue occurred again.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2012 (B)(6), product typ lead, product ID (B)(4), serial# (B)(4), product typ recharger, product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).